Event description:
The flush bags used to flush the tube feedings have leaked several times. The seam along the top of them is defective. They are ripping and causing water spillage which is a safety hazard. The leakage is occurring along the seam of the bag that holds the brunt of the weight from the water flush. No leakage was noted at the time that the bag was hung. Water appeared to be slowly leaking out. In all three incidents the device was thrown away. Nurses have been alerted to save these bags in the future. It is uncertain whether the bags came from the same lot.